Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error alarm. P-cap / reservoir locks properly into place. Device received with cracked case , cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).